Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an adjustable valve. It was reported that on thursday, (B)(6) 2026, while the doctor was performing a ventriculoperitoneal shunt procedure, water leakage was found in the valve. The valve was promptly replaced with a backup product of the same model, and the procedure was completed. The patient's status at the time of the report was alive-no injury.